Event description:
It has been reported to philips that fluoroscopy was active too many times. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed wired footswitch had poor contact. Upon functional testing fse identified footswitch fluoroscopy button contact was poor. The fse cleaned contrast and liquid on footswitch. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. (Device) problem code was corrected .